Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a dislocation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update oct 13, 2017: litigation record received. In addition to what was previously reported, litigation alleges weakness and pain. Added complainant information. This complaint was updated on oct 19, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges hip dislocation, pain, weakness, limping, unable to walk long distances and unable to stand any length of time. After review of medical records for MDR reportability, it was reported that the patient felt a pop in her right hip and immediately unable to bear weight. The right hip got dislocated, and a closed reduction was done but was unsuccessful so a revision surgery was made. Doi: (B)(6) 2016; dor: (B)(6) 2016; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.